Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: u9512v. Additional information was requested and the following was obtained: the surgeon attempt to switch off gen11 during the activation, but could not. The surgeon reverted the front button by hand when the device tip was inside the abdomen and stopped the activation. Then the device was taken out from the trocar after the activation was stopped. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the harhd36 (batch:u9512v) device was received with the blade tip damaged, however, the blade was not cracked. In addition, the black coating of the blade was damage. One package material was returned. (Package lot:u9518d) tissue pad was worn due to normal usage. The open and close of the jaw was worked as intended. The tissues and body fluid were stuck into the shaft. The actual device was connected and tested on a gen11 (1111521198), an alert screen ¿replace instrument¿ was displayed. The handle and buttons of the actual device were worked as intended. It was not able to duplicate ¿continuous activation issue¿ as the reported event during the functional testing. The open and close of the jaw was worked as intended. Dried tissues and body fluid were stuck into the shaft. The device was disassembled to inspect the internal component because any defect could not be found in appearance. The all components in the shroud were in good condition. The gate post on the left shroud was missing, and it was not returned. No damage was found inside the left shroud around the gate post scars. It was found the insulation retention pin damages. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the activation button did not revert to the original position and the activation did not stop when the activation button is released. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.